Event description:
During a helicopter transport from hospital to another, intra-aortic balloon pump (iabp) alarmed for low battery. Upon landing, iabp stopped working. Crew attempted to connect iabp to helicopter's electrical supply, but the connector was incompatible. Patient connected to iabp at destination hospital; no harm to patient.